Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose for the past three months, and the insulin pump was not delivering insulin. It was stated that the infusion set was changed in the morning, and the customer's glucose level went high at night. Reviewed the alarm history and found several no delivery alarms. Checked the bolus history and it shows that the customer boluses three to four times during the day. Advised the customer to call back if problem persist. No further information was provided.